Manufacturer narrative:
The additional proglide device referenced is filed under separate medwatch report number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of a vessel was attempted using a proglide device after a procedure. Reportedly, ¿the suture was completely undone¿. An additional proglide device was used with the same results. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture was present when the proglide plunger was removed¿ was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem: code 2616 removed. Health effect impact code: 2199 removed.

Event description:
Subsequent to filing of the initial medwatch report additional information was received. It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 6f sheath after an interventional peripheral transluminal angioplasty. Reportedly, ¿the suture was completely undone¿, no suture was present when the proglide plunger was removed. An additional proglide device was used with the same results. The method of achieving hemostasis was not specified. No additional information was provided.